Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging that the meter did not power on. He had just used the meter for the first time and meter had no power. He had frequent urination and felt sweaty and was feeling light headed at the time of testing. Since he was unable to use his meter, he tested on a friend's meter and received a "hi". He went to the hospital due to the "hi" reading and was treated with insulin. The meter was a brand new meter and it was the first time that the pt was trying to use it. The pt experienced symptoms at the time of testing and was able to test on another device prior to going to the hospital to get treated. This case is being reported as a malfunction, since the meter did not have any power.